Manufacturer narrative:
Manufacturer ref#(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was discarded and is not available for further investigation. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Burst of the emboguard balloon guide catheter (bgc) is a known procedural complication. Balloon burst may result in dissection, perforation or other vessel damage. A torn/burst balloon could also lead to device separation and embolization, with the potential for ischemia or infarct. There are clinical and procedural factors, including device interaction and operator technique, that may have contributed to the reported event rather than a manufacturing or design issue. It is important to note that the instructions for use (IFU) of the emboguard catheter states use of the device should be avoided in stented vessels as this may result in balloon/device damage. It was reported that the bgc had been inflated and deflated multiple times inside and outside of the stent, which may have caused it to weaken. During the procedure, distal embolization occurred following aspiration of the thrombus; distal embolization is a known procedural risk associated with thrombus manipulation and aspiration. The available information does not indicate that the balloon rupture altered the procedural technique or directly contributed to the thromboembolism; however, an indirect correlation between the thromboembolism and balloon rupture cannot be ruled out entirely due to loss of flow arrest capability. Additionally, the event required an additional pass to preclude further patient complication. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via healthcare professional, that an emboguard 87, 95 cm (bg8795c / 10005072) was used during a procedure to treat a left high cervical internal carotid artery (ica) dissection in a patient with poor arterial health and weakened vessels in the lower ica and upper common carotid artery (cca). An attempt to remove thrombus within the dissection flap was made using the emboguard device as a base catheter, a phenom 21 catheter (medtronic), and a preset-lite 6x50 thrombectomy device (phenox), which resulted in no change in dissection appearances in ica or removal of clot. Due to the lack of an appropriately sized laser-cut stent, a carotid stent (abbott) was used to treat dissection, resulting in significant reperfusion. Though mild distal ica narrowing was noted, prompting placement of a second stent (abbott). Post-deployment angiography demonstrated thrombus formation on the first stent, suspected to be related to endothelial disruption from the stiff stents. Whilst tracking the red 62 catheter (penumbra, inc.), the emboguard balloon ruptured but still provided solid support for ancillary devices throughout the procedure. Following aspiration of the clots on the stent, a clot embolized to the distal anterior cerebral artery; despite retrieval with a red 43 catheter (penumbra, inc.), additional thrombus formation was observed, leading to initiation of pharmacologic therapy and termination of the procedure. The final end of procedure mtici score was 2c (near-complete perfusion). The event was initially reported as such, ¿¿ left high cervical ica dissection, patient had poor arterial health with weakened vessels in lower ica + upper cca. ¿ attempted removal of clot (eg 95, phenom 21, preset-lite 6x50) within dissection flap with no change in dissection appearances in ica or removal of clot. ¿ owing to lack of appropriately length laser cut stent, a carotid stent was used (abbott x.act 9x7x40 cm) to treat dissection. ¿ stent deployed well and allowed significant reperfusion, with just slight narrowing at distal end of ica bend, which had the potential to worsen. ¿ for this reason, another x.act stent (10x8x30 cm) was telescoped through the distal end of the 1st stent. ¿ when conducting a run after deployment of the stent, clots appeared to be forming on the first stent owing to disruption of the endothelium due to the high stiffness of the stents, so an aspiration catheter (red 62) was used to remove these clots. ¿ whilst tracking the red 62, the eg balloon burst. The eg balloon had been inflated and deflated multiple times inside and outside of the stent, which may have caused it to weaken. Eg still tracked well, providing solid support for ancillary devices throughout the procedure and even post-balloon burst. ¿ following aspiration of the clots on the stent, one clot embolised to distal aca region. Red 43 was utilised to remove this clot; however, more clots appeared to be forming on the carotid stents. At this point, pharmacologic treatment was used and the procedure ceased.¿ additional information was received on 11-mar-2026. Summary: the procedure date was (B)(6) 2026. The expiry date of the product was unsure at the time of reporting. It was confirmed that the package was intact prior to opening. Per the information provided, the device issue did not result in vessel injury or any other complications. A total of five passes were made; the emboguard was used as the base catheter. Regarding whether the device appeared damaged, it was reported, ¿only once balloon burst. Balloon of bgc was not inspected by operator at end of case to identify exact site of damage.¿ additional information was received on 20-mar-2026. Summary: per the information provided, a continuous flush was maintained. The emboguard balloon did inflate as expected. The inflation volume was 0.37 ml; it was confirmed that the balloon was not over-inflated. Regarding the patient¿s post-procedural status, no information could be obtained. The physician did not recall there being resistance while advancing or withdrawing the device.